Manufacturer narrative:
The exact date of implant is unknown. Please note that the event date ((B)(6) 2014) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only know that the event occurred in 2014; the month and day is currently unknown. This device is not available for testing and evaluation as the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt. This is one of four regulatory reports associated with this patient and are associated manufacturer report numbers: 3003742446-2015-00013.

Manufacturer narrative:
The physician indicated that medical records could not be provided. This is one of four regulatory reports associated with this patient and are associated manufacturer report numbers: 3003742446-2015-00013, 3003742446-2015-00014, 3003742446-2015-00015, and 3003742446-2015-00016. Complaint conclusion: a patient called with a general inquiry and additionally reported adverse events. On (B)(6) 2002 or (B)(6) 2003, the patient had 2 cypher stents placed, 1 placed in "mid lad", and 1 placed in "mid lcx", following "a little bit of an ache" (location unspecified) resulting in the diagnoses of a "heart attack" diagnosed via stress test. On u/u/u, maybe (B)(6) 2012, the consumer had 2 unknown stents placed in unknown vessels after the patient "laid down fell asleep and stopped breathing." At an unknown time in 2014, the consumer had an unknown stent placed, in an unknown vessel, following symptoms which were not obtained. No additional information was obtained, including medical history, concomitant medication use, treatment, physician awareness, hospitalization, and outcome of reported events, as consumer refused. The complaint device was not returned for analysis as it remains implanted. A review of the manufacturing records could not be conducted without a lot number. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
A patient called with a general inquiry and additionally reported adverse events. On (B)(6) 2002 or (B)(6) 2003, the patient had 2 cypher stents placed, 1 placed in "mid lad", and 1 placed in "mid lcx", following "a little bit of an ache" (location unspecified) resulting in the diagnoses of a "heart attack" diagnosed via stress test. On (B)(6) 2012, the consumer had 2 unknown stents placed in unknown vessels after the patient "laid down fell asleep and stopped breathing." At an unknown time in 2014, the consumer had an unknown stent placed, in an unknown vessel, following symptoms which were not obtained. No additional information was obtained, including medical history, concomitant medication use, treatment, physician awareness, hospitalization, and outcome of reported events, as consumer refused.